Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side capsular contracture, baker grade iii, and exchange of textured implant due to "due to alcl fears and anxiety." The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of anxiety-product/procedure and capsular contracture was received on november 08, 2019 with lot number 1430329. Analysis of the returned device identified: deformation device, creases fold, cloudy, brown particles and weight to the spec. Bubbles and voids in the gel observed after autoclave cycle base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reports left side capsular contracture, baker grade iii, and exchange of textured implant due to "due to alcl fears and anxiety." The device has been explanted.